Event description:
The customer reported the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was replaced and the connection was tightened. The system was tested and found to be working as intended and put back into service.